Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in a field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. (B)(4).

Event description:
It was reported that the patient experienced inappropriate therapy due to the right ventricular lead oversensing t waves. The lead remains in use. No further patient complications have been reported as a result of this event.